Manufacturer narrative:
This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional information.

Event description:
The plaintiff's attorney alleged that the pt experienced cardiopulmonary arrest and all injuries associated therewith. It was also alleged that the pt expired and that the event was caused by the pt's exposure to the product which was administered during dialysis treatment.